Event description:
It was reported that iab was inserted via sheath. Iab did not function "adequately". Proximal end was "abnormally bulging w/back flow of blood". Iab was exchanged. There were no reported patient complications.